Event description:
It was reported that the safety mechanism was difficult to engage with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: attempted to engage the needle safety device and it was difficult to snap into place. She had to fumble with it.

Manufacturer narrative:
H.6 investigation: unconfirmed, no issue observed. The customer issued a complaint for a can¿t activated device detected by end user. Neither photo nor sample part was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Manufacturer narrative:
(B)(6). PMA/510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism was difficult to engage with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: attempted to engage the needle safety device and it was difficult to snap into place. She had to fumble with it.